Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer reports readings of 399 mg/dl, 112 mg/dl, 405 mg/dl, and 254 mg/dl within 10 minutes. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury.